Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported I de-accessed the patient's mediport and the huber needle jabbed me in the finger as I was placing the needle into a sharps box. I had retracted the needle into the safety as I pulled it out and it made a click feeling as if it locked into place. I was surprised when I suddenly felt a needle stick. I looked at the huber and the needle was sticking out about 1/3 of a cm. From the shield. I pulled back and the needle clicked back into the safety shield but when I gently bumped the head of the needle, the sharp point popped back out again part way. Clearly the needle was not locking into the safety shield. Testing was negative for hiv, hep c and hep b. No prophylaxis required.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a faulty safety mechanism was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20g x 1.0in. Powerloc infusion set. A gross visual inspection of the returned unit found that the device was returned with the safety mechanism engaged over the needle tip. Microscopic inspection of the device did not identify any damage to the safety mechanism or any other remarkable features. The device was functionally tested by pushing the safety mechanism up and down to see if it could be disengaged with force. The safety mechanism was unable to be disengaged. The safety mechanism was mechanically disengaged, and then re-advanced over the needle to observe for any failure. The safety mechanism advanced and engaged over the needle without issue. The safety mechanism was pushed up and down, again, to see if it could be disengaged with force. The safety mechanism was unable to be disengaged. Based on the available evidence, the customer's reported defect could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.